Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Functional analysis indicated while turning the is-1 pin, torque transfers to the helix without difficulty. The helix was stretched out of specification, and the defib conductor was distorted mid section at 38 centimeters. Damage at implant was noted.

Event description:
It was reported, during an implant procedure, the lead was implanted and subsequently, explanted, as the helix was stretched at distal tip. No patient complications have been reported as a result of this event.